Event description:
The pt reportedly experienced loss of lock between her implant and external equipment. External equipment has been exchanged and programming was attempted. However, the problem was not resolved. Surgery to explant the pt's device will be discussed.